Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. Surgery is pending spinal fusion procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated.

Event description:
It was reported the patient underwent an emergency open heart surgery where the device was not placed into surgery mode. Subsequently, the ipg was unable to communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.